Manufacturer narrative:
An event regarding crack/fracture involving a trident liner was reported. The event was confirmed for liner fracture and for cup malposition from the medical review. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the medical records by a clinical consultant noted: x-rays confirm a vertical and anteverted cup shell with eccentricity of the femoral head and ceramic debris in the joint space indicating the liner had fractured. Anteversion malposition was approximately 25° . This was confirmed at revision surgery where also the surgeon confirmed the cup was vertical and anteverted with rim loading as result. Diagnosis: - cup malposition in high anteversion and inclination contributed to edge loading and/or subluxation in the ceramic bearing causing point contact with extreme overload in the ceramic bearing resulting in a ceramic liner fracture. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been one other event for the reported lot for a previous event for the same patient. Conclusions: a review by a clinical consultant concluded that the cause of the event was: cup malposition in high anteversion and inclination contributed to edge loading and/or subluxation in the ceramic bearing causing point contact with extreme overload in the ceramic bearing resulting in a ceramic liner fracture. No further investigation for this event is possible at this time. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Revision for fractured ceramic on ceramic liner and head at sjog geelong by dr skelley.